Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The reporter¿s phone number and complete facility address were not provided. Concomitant med products and therapy dates: saw blade device, handpiece device, (B)(6) 2020. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during an osteotomy surgery for the distal femur, it was discovered that the surgeon attached the reciprocating saw attachment device and saw blade device to the handpiece device and triggered; however, the devices did not work at all. The reporter stated that the saw attachment or blade might have had some defects because the handpiece with the other attachments worked properly. It was reported that there was a thirty-minute delay in the surgical procedure. It was not reported if a spare device was available. It was reported that the surgery was completed successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: this device was returned for evaluation. Quality engineering evaluated the device and determined that the device passed all pre-repair diagnostic assessments and no failures were identified. It was determined that the device was working according to specifications. It was noted that the alleged complaint condition might have been related to idle or heat protection mode of the power module. Therefore, the reported condition was not confirmed, and an assignable root cause was not determined.